Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-sep-2019 with the following findings: a review of the pump black box showed frequent low battery warnings. The pump electrical current draws were tested and were within specifications. A visual inspection of the pump revealed corrosion in battery compartment and the battery compartment was cracked. Leak testing revealed leaks at the battery compartment. The pump was opened; moisture damage was found on printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On 17-jun-2019, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.